Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device 1); an additional emdr will be submitted to represent the bard/davol bard flat mesh (device 2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2004 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug, "left side" (device 1). On (B)(6) 2005 - the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh, "left side" (device 2). As alleged, the patient is making a claim for an adverse patient outcome against the perfix plug (device 1) and the bard flat mesh (device 2). As reported, the patient's attorney alleges a general claim related to the perfix plug (device 1) and the bard flat mesh (device 2) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 years 10 months post implant of perfix plug, patient was diagnosed with hernia recurrence and nerve damage thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list hernia recurrence as possible complication. This supplemental emdr represents the bard/davol perfix plug (device #1). An additional supplemental emdr was submitted to represent the bard flat mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2004 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug, "left side" (device 1). (B)(6) 2005 - the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh, "left side" (device 2). As alleged, the patient is making a claim for an adverse patient outcome against the perfix plug (device 1) and the bard flat mesh (device 2). As reported, the patient's attorney alleges a general claim related to the perfix plug (device 1) and the bard flat mesh (device 2) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2004 - patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of perfix plug (device 1). Per operative notes, ¿the indirect hernia sac was noted. A large perfix plug (device #1) was placed in the defect through the internal ring. Mesh patch was then placed underneath the spermatic cord and secured medially at the pubic tubercle¿. (B)(6) 2005 - patient was diagnosed with bilateral inguinal hernia and left recurrent hernia thereby underwent laparoscopic repair with the implant of bard flat mesh (device #2-right and #3 -left). Per operative notes, ¿an indirect inguinal hernia was identified. Two bard flat meshes (device#2-right and device#3-left) were placed at the pubic tubercle and tacked over the midline. (B)(6) 2012 - patient was diagnosed with incisional hernia and chronic left groin pain thereby underwent open repair with triple neurectomy and partial excision of mesh plug and patch (device #1). Per operative notes,¿ removed a significant portion of the nerve and dissected. After completing the triple neurectomy, excised the portion of the plug along with the patch (device #1). The laparoscopically placed mesh (device #3) was left intact. A synthetic mesh was placed and sutured. Attorney alleged that the patient had adhesions, nerve damage, pain, hernia recurrence, nerve entrapment, neurectomy, nerve scarring, additional surgery, mesh removal, revision, pain injections.